Manufacturer narrative:
(B)(4)

Event description:
It was reported that after implant at first interrogation the pulse generator exhibited a diagnostics anomaly. The physician decided to wait an hour, the second interrogation was successful with accurate values. The diagnostic anomaly was caused of loss of telemetry. The device remained implanted and the patient was sent home in good condition.